Event description:
As reported by our brazilian affiliates, during implant of a 20mm sapien 3 ultra valve in the aortic position by transfemoral approach, even though there was no calcium at the puncture site, difficulty inserting the esheath+ was felt and at the time of inserting the esheath+ introducer or the commander delivery system and a kink occurred in the esheath+ which made it difficult to advance the prosthesis. The valve became stuck, and one of the 'rods' was bent, resulting in damage to the prosthesis. The commander delivery system and valve exited the tip of the esheath+. The valve was pulled back into the introducer, and the system was removed without any difficulties. Another kit was opened, and the procedure was carried out successfully without vascular complications. The patient had no injury and was reported to be in stable condition. As per information provided, the root cause of the event is related to kink in the esheath+.imaging review findings: crimped thv appears to have exited the esheath tip. Bent thv frame strut observed inside patient.

Manufacturer narrative:
The investigation is ongoing.